Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the left lower seam. The leak was discovered after filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 21, 2022 - october 22, 2022. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a tear was observed at the lower left side edge. A functional testing was performed which revealed a leak at the lower left side edge of bag at the approximately 350ml level. Magnified inspection verified a tear/hole in the lower left side edge of container where the leak was observed during testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.